Manufacturer narrative:
The rv lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold values. As a result, a revision was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.